Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 1.63 mmo/l [29 mg/dl] vs. 263 mg/dl lab. Tests were done within 10 minutes with a difference of 89%. Patient did not experience any adverse events. No further information has been reported.